Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn¿t hold the burrs was confirmed. It was found that an o-ring and the tissue seal kit were missing. Further, the motor cable was found to be damaged. The defective cable was replaced, and the device was repaired, tested and found to be fully functional. User mishandling of the device is the most probable root cause of the missing o-ring and tissue seal kit, along with that of the damage to the motor cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/23/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) that during an unknown surgery on an unknown date, it was observed that the micro tornado hp w hand control device would not hold burrs. A replacement device was used to complete the surgery without delay. There were no adverse patient consequences reported. No additional information was provided.